Manufacturer narrative:
The impella device was not received from the customer, therefore investigation of the device was not possible. Should additional information be provided in the future, a supplemental report will be submitted. Instructions for use for the related event are as follows: ¿infusion filter the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 72-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient experienced episodes of ventricular fibrillation with rapid loss of hemodynamics. The patient was shocked and administered epinephrine and an amiodarone bolus. The patient stabilized. Subsequently, the patient developed an infection and possible sepsis. The physician elected to explant the impella.